Manufacturer narrative:
During an assay performance check on (B)(6) 2017 a result was outside of the specified limits. The results from the assay performance check on (B)(6) 2017 were fully within the specified limits. No further discrepant results were observed after (B)(6) 2017. A specific root cause was not identified. Since the event affected 5 patient samples, an unknown issue may have been present for a short period of time causing the erroneous results. The service actions performed by the fse may have helped to prevent a re-occurrence.

Manufacturer narrative:
The customer was contacted and she confirmed that there was no allegation of adverse events. The customer is unable to provide any additional information related to the patients' clinical status, treatment or medical history. Neither a general instrument nor reagent issue was identified.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned 5 patient samples tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat and elecsys ck-mb stat immunoassay (ck-mb stat) on a cobas 6000 e 601 module. Based on the data provided, the troponin t hs stat results for all 5 patients were erroneous. It is not known if the erroneous results were reported outside of the laboratory. Patient 1 initial troponin t hs stat result was 214.2 pg/ml. The repeat result was 1847 pg/ml. Patient 2 (male, (B)(6)) initial troponin t hs stat result was 67.26 pg/ml. The repeat result was 344.3 pg/ml. Patient 3 (female, (B)(6)) initial troponin t hs stat result was 19.57 pg/ml. The repeat result was 92.73 pg/ml. Patient 4 (male, (B)(6)) initial troponin t hs stat result was 3.00 pg/ml with a data flag. The repeat result was 37.68 pg/ml. Patient 5 (female, (B)(6)) initial troponin t hs stat result was 3.00 pg/ml with a data flag. The repeat result was 26.81 pg/ml. The repeat results were considered to be correct. There was no allegation that an adverse event occurred. Based on the information provided, quality control (qc) results for troponin t hs stat and ck-mb stat were both low at approximately 7:00 p.m. On (B)(6) 2017 but were higher and within range at 9:00 p.m. On (B)(6) 2017. Similar qc results were measured at 9:30 a.m on (B)(6) 2017. The results in question were measured on (B)(6) 2017 around 7:00 a.m. The same troponin t hs stat reagent kit was used for all results. Procell and cleancell reagents were exchanged and measuring cell preparations were made. The field service engineer (fse) visited the customer site and no problems were identified. Maintenance was performed and preventive maintenance kit items were replaced. The surface of the instrument was very dirty; this was cleaned. The measuring cell, reagent and sample line were cleaned with hypochlorite. The instrument was checked and qc values were within range.